Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead had noise in stored episodes. The patient was ablated for atrial flutter and was in mode switch most of the time. Additional information indicated that this device was explanted electively due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. An external visual inspection noted tool marks on the header and body fluid contamination in the lead barrels. All seal plugs were intact and all set screws were operating normally. The interrogated battery status was elective replacement time (ert) and according to returned programmer printouts, ert was set before explant. Furthermore, a review of the device memory noted one system reset that occurred at or post explant. A longevity calculation was performed using the returned printout but device failed longevity. Premature battery depletion was confirmed and device was clinically out of specification.